Manufacturer narrative:
(B)(4). The device (catalog#) is not intended for sale in the us. Similar product/component sold in the us.

Event description:
The customer reports that when the lit was opened, the tip of the swg (spring wire guide) was found kinked. A new kit was used and the procedure was continued without a problem.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire for evaluation. The guide wire was returned within the advancer tube and with no cap and no straightener tube. The guide wire was observed to have one kink towards the distal end of the body with the floating core wire sticking out through the guide wire body. The distal j-bend was intact with no evidence of use. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 35mm from the distal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The damaged part of the guide wire was unable to advance through a lab inventory ars and a lab inventory 18ga introducer needle. The undamaged part of the guide wire did pass through with minimum resistance. A manual tug test confirmed that both the distal and proximal welds were secure to the safety core wire. A device history record review was performed on the assembly and manufacturing of the guide wire and no relevant issues were identified. The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. Visual examination revealed a kink in the guide wire body along with the core wire sticking out through the guide wire body. The guide wire met all relevant dimensional requirements and a device history record review did not reveal any packaging or assembly related issues. Based on the sample received, it is unknown when the damage to the guide wire occurred. Therefore, the root cause of the complaint is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that when the lit was opened, the tip of the swg (spring wire guide) was found kinked. A new kit was used and the procedure was continued without a problem.